Manufacturer narrative:
(B)(4).

Event description:
This lead was explanted and replaced due to out of range impedances. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. In the course of the analysis, ta deformation of the outer conductor coil was found 11.5 cm distal to the is-1 connector pin. In this region the insulation was found damaged which can be considered as the root cause of the clinical observation. Based on the characteristics as well as the location, it is reasonable to assume that the damage resulted from a tight suture. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post-market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.